Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicated that the case was able to be completed with cryo and the patient's hospital stay was extended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood pressure began do decline. Intracardiac echocardiography revealed a pericardial effusion. Additionally, a perforation was observed. The patient was cardioverted and pericardiocentesis was performed. The patient was transported to the operating room for a pericardial window. The case outcome is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: patient data files showed at least thirteen injections were performed with catheter 2af284/21518 on the date of the event without triggering of any system notice. Clinical issues were encountered during cryo ablation procedure. The patient¿s blood pressure began to decline. Intracardiac echocardiography revealed a pericardial effusion. Additionally, a perforation was observed. The patient was cardioverted and pericardiocentesis was performed. Balloon catheter 2af284/(unknown lot#) was not returned for investigation. In conclusion, the reported perforation, effusion, hypotension issues were not confirmed through the data analysis. This is a clinical issue cannot be confirmed through data analysis. Balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.